Event description:
The customer reported performing crossmatching testing on the ortho provue analyzer. The provue functioned as expected, posted condition codes and brought the gel cards to the service rack for manual review due to the unexpected volume issues. However, the customer reviewed, resulted the gel cards and released the test results without retesting the samples. This incident is being reported based on user error. Provue malfunction did not occur.

Manufacturer narrative:
An ocd field engineer visited the customer site and determined that the gripper was not holding the gel cards properly. Repairs have returned the instrument to expected operation. Product labeling instructs the customer that "while it is possible to modify the "~" result, this symbol indicates a potential volume issue in the microtube and should be reviewed by the technologist. The sample should be retested". It is unk whether the results released by the customer were acceptable. This customer had not logged any similar complaints against this analyzer since this incident.